Manufacturer narrative:
The cause of the bleeding and hematoma was most likely use issue related due to patient movement which caused the bleeding. The pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support a moderate to large hematoma noted at the impella site. There was some initial oozing at the site upon placement but resolved after manual pressure was held. The patient was then taken to the intensive care unit (ICU) for management. In the evening, it was reported the patient sat straight up in bed, prompting more aggressive bleeding. More manual pressure was held and bleeding eventually controlled. Labs drawn and showed a pre >400. Heparin was held. Overnight, the patient was taken to computed tomography (CT) to assess for an active rp or groin bleed, both of which were negative. The hematoma was marked last night with a skin marker and was reported to not grow.